Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump alarmed no delivery. The displacement test passed. The insulin pump alarmed no delivery again after rewinding and delivering 5 units. Customer's blood glucose level was 128 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurements, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump had a cracked case at the display window corner, a missing end cap sticker and minor scratches on the display window.